Manufacturer narrative:
Product analysis results are: the exact origin and cause of the likely type iii fabric endoleak could not be conclusively determined from the films provided. The pre-implant films, films during the index procedure, and earlier follow up films post implant were not provided. Contrast was seen near the flow divider, and extended to the distal portion of the aneurysm sac. No contrast was seen surrounding the limbs in the common iliac arteries. No stent dislocation, obvious suture break, or stent fracture near the area of contrast was observed. It is possible the stent of another manufacturer's stent graft implanted at the level of the flow divider, c-bar of the ipsi limb, or calcification within the distal portion of the aneurysm sac in close proximity to the limbs may have contributed to the type iii fabric endoleak via abrasion.

Manufacturer narrative:
Other relevant device(s) are: iw1414c75xh, (B)(4).

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that during follow-up the physician stated there may be a type iii fabric endoleak. The physician performed an intervention; and two endurant ii limbs were implanted without any complications, resolving the event. Per the physician the cause of the endoleak is unknown. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.